Manufacturer narrative:
The tube received appears to have burst due to excess pressure exerted while attempting to clear the clogged tube. The IFU states "warning: vigorous syringe force should not be used to irrigate, administer liquids or unblock the tube."

Event description:
The patient's nasogastric tube was clogged. After multiple attempts to flush the tube were unsuccessful the physician was able to push water through and restore patency. Later that day it was noted the patient coughed during tube flush. The tube was removed and found to be separated. The other end of the tube was left in the patient and removed the next day endoscopically.